Event description:
Pt called in 2002 alleging that one touch ultra meter was giving inaccurate erratic readings. Pt did not report symptoms. Pt got readings of 334, 258, 115, 305, 468 and 43 mg/dl. These tests were done within 10 minutes. Pt did not receive any treatment. Pt reportedly fainted the night before. After receiveing these erratic results. No further info about the incident is documented.